Event description:
It was reported that a pump was alarming for air in line messages. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom air in line messages was confirmed but could not be reproduced. The spacing between the upstream pusher and the upstream sensor crystals was too wide causing the upstream sensor signal to be reduced by greater than 5%, by adjusting the pusher the sensor has less signal loss.